Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during the procedure, the needle on an outback elite (120cm re-entry) could not be deployed. It was verified using fluoroscopy that the needle did not deploy, so the device was repositioned and deployment was attempted again without success. The device was removed from the patient and deployment was attempted again, but the tip snapped in half. There was no patient injury reported. The device was clinically used and will be returned for analysis. The target site was the distal superficial femoral artery. A contralateral approach was used. Neither the product, nor any of the other devices used with it had been resterilized. There was no damage to the outback device noticed prior to opening the package. All the specified ports of the device were properly flushed. The ports were flushed, followed by a 30 second delay, and then flushed again. Cannula action was verified during prep. The needle/cannula was fully retracted prior to insertion of the wire. There was no damage noted to the guidewire when the product was removed. The guidewire was not used previously in the procedure. The procedure was completed using a new outback.

Manufacturer narrative:
Complaint conclusion: as reported, during the procedure, the needle on an outback elite (120cm re-entry) could not be deployed. It was verified using fluoroscopy that the needle did not deploy, so the device was repositioned, and deployment was attempted again without success. The device was removed from the patient and deployment was attempted again, but the tip snapped in half. There was no patient injury reported. The device was clinically used and will be returned for analysis. The target site was the distal superficial femoral artery. A contralateral approach was used. Neither the product, nor any of the other devices used with it had been resterilized. There was no damage to the outback device noticed prior to opening the package. All the specified ports of the device were properly flushed. The ports were flushed, followed by a 30 second delay, and then flushed again. Cannula action was verified during prep. The needle/cannula was fully retracted prior to insertion of the wire. There was no damage noted to the guidewire when the product was removed. The guidewire was not used previously in the procedure. The procedure was completed using a new outback. One non-sterile outback elite 120cm re-entry was received for analysis coiled inside a plastic bag. Per visual analysis, a fracture was noted on the outer member of the unit at 2.5 cm from the distal tip end. The outer member and inner core wire were also observed fractured. The needle of the unit was observed protruding from the fractured area. The unit was inspected under the vision system and the fracture condition was confirmed. The fracture condition showed elongations and deformations. The elongations and deformations observed are typical characteristics as a product of an application of a tension force that induced the fractured on the unit. No other anomalies were noted in the device. Functional analysis could not be performed due to the outer member fractured condition of the received unit. A review of the manufacturing documentation associated with this lot 17670777 was performed. One unit was rejected during the final assembly of this lot. It was found that the reject unit due to misaligned cannula may be related to the reported complaint; however, the phr review confirmed that the rejected unit was properly segregated and discarded. The phr review does not suggest that the failure experienced by the customer could be related to the manufacturing process. The malfunction reported by the customer as ¿catheter tip/distal tip-fractured-separated¿ was not confirmed since a separation was not observed. However, the received unit was observed severely fractured. Therefore, the reported ¿catheter tip/ distal tip-fractured¿ was indeed confirmed. The malfunction reported by the customer as ¿cannula/needle (outback only)- deployment difficulty - unable to¿ was confirmed due to the cannula could not be deployed because the fractured condition of the unit as received. Nonetheless, the cause of the fractured condition observed on the unit could not be conclusively determined during the analysis. Handling process and/ or procedural factors may have contributed to the condition of the unit as received. The fracture condition showed elongations and deformations. The elongations and deformations observed are typical characteristics as a product of an application of a tension force that induced the fractured on the unit. The product instructions for use (IFU) instructs the user to always visualize tracking of the tip over the aorto-iliac bifurcation. It further recommends that if strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Excessive rotation, bending or kinking of the outback catheter may affect its performance. Tracking the outback through an acute vessel angle, such as the aorto-iliac bifurcation, may contribute to the reported events. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.